Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-dec-2022. Investigation summary: two my8060-0006 samples from lot 92002801 were received without packaging for investigation; both samples had residual fluid present in the devices. The feedback provided by the customer suggests leakage was observed when drawing fluid from a vial; however, the connecting product was not returned to assist the investigation. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have contributed to the customer's experience. Functional testing was performed by drawing fluid into the device and flushing it; no leakage was detected from the texium syringe throughout testing. The samples were then subjected to pressure testing; again, no leakage was detected from any point of the syringe throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 92002801 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customers experience.

Event description:
It was reported by the customer that 2 of the bd texium¿ needle-free syringe leaked while drawing back. The following information was provided by the initial reporter: we have a couple of faulty texium bcg syringes that leaked bcg upon instilling into the bladder, from a week or so ago. 2 of the three used leaked. 24-nov-2022 - received additional information from complainant. The leakage actually occurred on drawing back the syringe to fill with the bcg not on pushing into the bladder . The lot number is 92002801.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that 2 of the bd texium¿ needle-free syringe leaked while drawing back. The following information was provided by the initial reporter: we have a couple of faulty texium bcg syringes that leaked bcg upon instilling into the bladder, from a week or so ago. 2 of the three used leaked. 24-nov-2022 - received additional information from complainant. The leakage actually occurred on drawing back the syringe to fill with the bcg not on pushing into the bladder. The lot number is 92002801.